Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, some fallback mode switch episodes that were recorded in the device memory did not show corresponding duration times.

Event description:
Reportedly, some fallback mode switch episodes that were recorded in the device memory did not show corresponding duration times.